Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The device was returned to olympus for evaluation. And the customer's allegation was confirmed. The video cable was broken. And therefore, the image is not displayed. The most probable cause of the complaint is expected or random component failure without any design or manufacturing issue a device history record review revealed, no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Three attempts were performed to obtain additional information, but no response was received from the customer.

Event description:
It was reported, the video telescope had no image, due to defective scope. It is unknown, when the event occurred. There were no reports of patient harm.